Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 09/17/2015 with the following findings: a review of the pump black box data indicated no evidence of short battery life; a cs128 alarm and cs177 warning were observed indicating normal battery wear. During a visual inspection of the pump, the battery compartment was observed to be intact with no damage. The battery cap secured properly to the pump, and a power loss was not observed. Current draws measured within specifications. The pump case was removed and there was no evidence of damage to the power circuit found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).